Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient lost over seventy pounds and because of the weight loss, the ins was trying to push its way out. The ins and lead were replaced. The patient had gastric bypass on (B)(6) 2020.